Event description:
I use accu-chek aviva plus diabetes test strips. On a recent container of 50 test strips I have encountered 3 bad strips. I'm currently about halfway through a bottle of 50. When the faulty strips were inserted into the test meter there was no response at all. After several attempts at removing the strip and inserting it again that was still no response on the meter. Upon installing another test strip the strip worked as it should. The lot number of this particular bottle is for 49732. The catalog # is 0690-834-9001. The gtin number (B)(4). I received these test strips through the (B)(4) prescription service. I have contacted the (B)(4) local office to tell them of the faulty test strips and I was told that I needed to report it to the manufacturer. Diagnosis or reason for use: monitor glucose levels.